Event description:
It was reported that versacross connect laac access solution selected for use. During procedure, it was observed that dilator was unable to pass over wire due to insulation peeling. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis. It was further reported that the dilator was fine. It was just the insulation on the rf wire peeling, which did not allow for the dilator to be placed over the wire. The scrub had trouble passing the dilator over the wire. At that time, both the dilator and the wire were checked and noticed a defect in the insulation of the wire. Another versacross system was opened, and utilized the original dilator with the new wire with no issues. The damage was discovered once the rf wire was in the svc while we were trying to advance the dilator and watchman sheath over the wire. The damaged part of the wire was on the proximal end, which was never introduced into the body. The damaged part was in contact with the dilator. Wire was discarded and another versacross was opened in order to complete the procedure. No metal introducer cannula was used during this procedure. Damage was observed on the rf wire. The area of damaged had not come into contact with any other device prior to discovering the issue. The device is not expected to return for analysis as disposed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect laac access solution selected for use. During procedure, it was observed that dilator was unable to pass over wire due to insulation peeling. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.